Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported a high speed link and collimator problem. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an ias pc and collimator error. The service engineer (cse) reviewed the log file and found intermittent high speed link and gigalink network errors. The system went into the bypass mode where only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. Log file analysis showed that the system was reporting sporadic high speed link problems and the database was not in sync. Log file analysis also showed an image number mismatch between the frames the real time computer (rtc) sent and ias received. In addition the ias system event log file showed lots of gigalink network errors and also the graphic real time processing boards (copra) reported errors. On the affected system the ias pc and the collimator unit were replaced. The reported issue did not reoccur. No systematic issue in the field was identified. No corrective action in the installed base is planned based on the present event.